Manufacturer narrative:
Date rec'd by MFR: 14aug2019. Date of report: 27aug2019. The manufacturer¿s international service technician confirmed the reported issue. It has been confirmed that low tidal volume was detected as well. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 06aug19.

Event description:
The customer reported unit restarting. There was no patient involvement.